Event description:
It was reported that the spinal cord stimulator (scs) trial lead had migrated due to the patients dressing had completely come undone. When the dressing was removed completely, the lead came with it had been stripped of the distal tip of the lead and was missing six contacts. This was believed to be caused by the failure of the sterile dressing and not device related. Imaging showed that the six remaining contacts are intact with in the epidural space. The explanted scs lead trial was kept by the facility. Patient is doing well with no deficit noted. Additional information was received that the patient underwent a permanent implant procedure in which the remaining scs trial lead part was removed. The patient was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Correction on block b6: patient code.

Event description:
It was reported that the spinal cord stimulator (scs) trial lead had migrated due to the patients dressing had completely come undone. When the dressing was removed completely, the lead came with it had been stripped of the distal tip of the lead and was missing six contacts. This was believed to be caused by the failure of the sterile dressing and not device related. Imaging showed that the six remaining contacts are intact with in the epidural space. The explanted scs lead trial was kept by the facility. Patient is doing well with no deficit noted.

Event description:
It was reported that the spinal cord stimulator (scs) trial lead had migrated due to the patients dressing had completely come undone. When the dressing was removed completely, the lead came with it had been stripped of the distal tip of the lead and was missing six contacts. This was believed to be caused by the failure of the sterile dressing and not device related. Imaging showed that the six remaining contacts are intact with in the epidural space. The explanted scs lead trial was kept by the facility. Patient is doing well with no deficit noted. Additional information was received that the patient underwent a permanent implant procedure in which the remaining scs trial lead part was removed. The patient was doing well postoperatively and the explanted devices were kept by the facility.